Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. The hi-torque (ht) balance middleweight (bmw) universal ii guide wire was advanced and a non-abbott balloon was used to expand the lesion. However, the non-abbott balloon and ht bmw universal ii guide wire got stuck and had to be removed together as a single unit. Another non-abbott guide wire was used to continue the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and similar complaint query was not performed because the lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficult to remove. It was reported that the balloon catheter encountered resistance with the guide wire during removal. Factors that may contribute to difficulty removing the balloon catheter over the wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D4: partial UDI number as the lot number is unknown.